Event description:
Ethicon endo-surgery, ligamax 5, endoscopic clip applier fired only a few initial clips and then would not fully close clips. The head of the device is misaligned. FDA safety report ID# (B)(4).